Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) was not able to duplicate the reported issue. The respiratory department thought an e-cylinder emptied too fast while running on 100% o2, but there was no way to determine if the staff started with a full tank or how long the staff actually used the e tank. The bme ran the bilevel positive airway pressure (bipap) on 100% o2 for around 10 to 12 minutes, which is what the normal run time is according to the service manual. The bme tried other v60s, and 10 to 12 minutes seemed to be the average of what an e-cylinder can provide while running 100% o2. There were no error messages, and the device was returned to service with no additional problems. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating excess oxygen (o2) usage with e-cylinder o2 on cart. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. No o2 leaks were detected. Investigation is ongoing.